Manufacturer narrative:
Investigation summary: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Customer data was received and analyzed. It was found there were samples near or at the lod for this assay though no test assay anomaly was identified that could account for the false positive results reported by the customer. Root cause: can not duplicate with retain testing. Source: phone/email.

Event description:
Customer reporting 1 false positive flu a result on an asymptomatic patient. Customer states the results were confirmed negative by pcr.